Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2000, repair of recurrent ventral hernia with flat mesh. On (B)(6) 2001, repair of current ventral hernia with non-bard mesh. Previous mesh noted to have pulled away from abdominal wall tissue. On (B)(6) 2002, repair of four ventral hernias with non-bard mesh. It was noted that there was bowel adherent to a non-bard mesh. On (B)(6) 2004, repair of recurrent right lower quadrant ventral hernia with composix e/x mesh. On (B)(6) 2005, office visit: palpable pieces of unspecified mesh across in the abdomen. Distinct protrusion in the right upper quadrant that increased when coughing or tightening of the abdominal muscles.

Manufacturer narrative:
The pt's attorney initially reported a composix e/x, which was filed with the FDA under MDR 12213643-2009-00323. When davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt has a significant medical and surgical history that includes multiple hernia repairs with both bard and non-bard meshes. It is unk whether the pt's complicated medical history may have contributed to the event. Based on the medical records provided, the pt was treated for multiple recurrences. While no specific device failure was indicated, recurrence is listed as a potential adverse reaction in the product's instructions for use. Additionally, it does not appear that the mesh was explanted, therefore, no device eval could be performed. Without add'l info, no conclusion can be drawn.